Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support in resetting the pump, and after the reset, the malfunction did not recur.